Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case cracked by the front right bottom corner. A review of the event history log (ehl) identified syringe plunger not in place. During the functional testing the reported issue was able to be duplicated. Q1 broke off from the board and the plunger board also came loose off the glue. The root cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be. Replaced plunger board. Performed self-test and syringe test.

Event description:
It was reported that the pump did not recognize the syringe. No patient injury was reported.